Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient was feeling pain at the ipg site due to the ipg moving in the pocket and recent weight loss. In turn, surgical intervention may take place to address the issue.

Manufacturer narrative:
The event of connectivity issues was reported to abbott. The ipg will be revised regarding ipg migration. Patient surgery has not been scheduled. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.